Event description:
During the procedure with the rotablator device, the burr separated from the shaft. The burr remained on the wire and was retrieved without incident. The physician pulled the wire and the burr out together. No pt complications were reported. Another burr was used without incident.